Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering visited the customer to address to address the reported event. Fse was able to confirm the 710 z1 axis error in the error log. During servicing, fse replaced the z-axis motor cable that could have been causing intermittent movement on the z-axis. Fse also reflowed solder connections on all the flag sensors on the z-axis arm. Patient samples were run successfully without any errors. Quality controls (qc) were run with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to bad z-axis motor cable.

Event description:
A customer reported getting frequent intermittent 710 z1-axis error messages on the g8 instrument. The customer reported that specimen tube is puncturing close to the edge as they had previously reported. The customer replaced the sample needle and lubricated the guide rod, but when running with caps off, the error occurred. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the z-axis cable was returned for evaluation on 15-aug-2018. Functional testing was performed on the instrument and the instrument performed as intended. The individual cable wires conducted correctly. The part passed testing. Evaluation codes: results: 213 no device problem found. Conclusion: 67 no problem detected. The most probable cause of the reported event could not be determined. The instrument performed as intended.